Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during an inspection of the devices, prior to shipment to another manufacturer, free particulate matter was discovered in the downstream side.